Manufacturer narrative:
(B) (4).

Event description:
See also manufacturer report 2182207200907747. The patient returned to her physician to have the pne leads removed. When the dressing was taken off, the right lead was completely missing and only half of the left lead was present. It was noted that the patient's niece had re-dressed the patient the previous sunday. It was thought that part of the left lead was still in the body. X-rays were taken and it was unclear if the lead fragment was confirmed to be in the body. The patient went on to permanent implant the next week.